Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: ¿wear and/or deformation of articulating surfaces.¿

Event description:
It was reported the patient underwent a left total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to wear and instability. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported, the patient underwent a left total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to unknown reasons.